Event description:
A report was received stating, during patient use, a ventilator generated a series of temperature alerts. Although the ventilator continued to cycle, the patient was removed from the ventilator and placed on an alternate device without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). One exhalation heater was received for investigation. A visual inspection of the returned part showed no anomalies. Performance tests were conducted on a test ventilator and passed. Next the investigator performed an 0xygen (o2) sensor calibration and no errors were observed. The vent was put into ventilation mode for a minimum of 24 hours and no failures, alarms or error codes were generated. The customer reported malfunction was not verified. The probable root cause could be the inspiratory, exhalation flow sensors or the analog interface (ai) printed circuit board (pcb).

Manufacturer narrative:
(B)(4).